Event description:
The user indicated that a pt underwent reoperation to change the ventricular assist device (vad) due to hemolysis suspected to be related to the device. The explanted vad was returned unsterile to thoratec's mfg facility for eval. Further investigation of the device will be conducted after the vad has been sterilized. Any necessary corrective action will be determined upon completion of the failure investigation.